Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 419688, implantable pacing lead, (B)(6) 2010. 5076-45, implantable pacing lead, (B)(6) 2003. T510-29h, tissue valve, (B)(6) 2000. (B)(4).

Event description:
It was reported that the device was extremely sticking out on this thin patient. A pocket revision was performed to move the device into a sub-muscular location. The device remains in use. No patient complications have been reported as a result of this event.